Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823148) was implanted in a 16 year-old patient via vp shunt on (B)(6) 2022 with an initial set pressure of 110 crossed checked through x-ray. On (B)(6) 2022, patient came back deteriorated with symptoms cerebrospinal fluid (csf) over drainage (headache and altered sensorium) and pressure was automatically changed to 70. The physician changed the pressure to 110 and was discharged. On (B)(6), the patient was admitted again with deterioration and valve pressure changed again to 70. The valve was removed and replaced on (B)(6), 2022. The patient condition improved.

Manufacturer narrative:
The hakim valve (id823148 ) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. However, a probable root cause for the reported complaint is due to set pressure of valve changes due to external forces (not surgeon interaction). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a